Event description:
It was reported that a large volume folfusor was found to have a black hair in the inner bag. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Lot 14e019 was manufactured from may 16, 2014 to may 17, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection (via the naked eye) noted a strand of black hair approximately 1.75 inches in length, stuck on the white tape of the tubing located inside the package. The hair was not in the fluid path. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.